Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2013. It was reported that during the procedure, attempts were made to remove the polyp, but the user could not get the snare to completely close and cut through the polyp. The user, applied extra current from the snare in order to remove the polyp, thus completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.